Event description:
Reporter indicated that high lead impedance reading was obtained during generator replacement surgery due to end of service, indicating a possible lead malfunction. When new generator was attached to existing lead, lead test resulted in high impedance reading (dc-dc code 7 and limit). The lead was disconnected from the new generator and a pre-implant test using a test resistor was run on the new generator with acceptable results. The lead was re-connected to the new generator and lead test again resulted in high impedance reading. The lead was also replaced. Investigation to date has been unable to determine whether high lead impedance condition existed prior to generator replacement surgery or if the lead was somehow damaged while explanted the end of service generator. Attempts to obtain additional information have been unsuccessful to date.